Event description:
Adverse event(s): "corneal infiltrates" (corneal infiltrates). Product problem(s): "none reported" (no info). On 03/04/2010, an optometrist reported she had approximately 10 cases of corneal infiltrates when they switched to this product. She reported the pt's symptoms were resolved when she switched the pts to a hydrogen peroxide based contact lens care product without changing their lenses. On 03/23/2010, the optometrist stated she could not recall any of the specific pts involved because she had never formally followed-up with each individual.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via fax on 03/04/2010; via phone on 03/23/2010. Additional info has been requested from the optometrist. (B) (4)